Manufacturer narrative:
The reported events of high defibrillation lead impedance and lead kinked were not confirmed. The lead was returned in one piece for analysis. Electrical testing, x-ray examination and visual inspection was normal with no anomalies found except for procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high defibrillating impedance. Chest x-ray further revealed a twist on the rv lead near where it entered the vein. The rv lead was explanted and replaced. There were no patient consequences.